Event description:
Reportedly the pacemaker involved in this report was found in standby mode. The device was explanted and returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.